Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Technical support informed the customer not to use third-party charging supplies and arranged to send replacement tandem mobi charging supplies. Technical support confirmed pump was able to charge with replacements.